Event description:
Pt. Underwent laparotomy with colon resection, g-tube placement. He had prior laparotomies and had multiple hernias (1-4cm defects) as well as fascial dehiscence. At time of abdominal wall closure, peritoneal underlay was thought to be best option for patient. A reabsorbable material was chosen due to case having contamination secondary to planned bowel resection. Mesh was placed as peritoneal underlay and was held in place with multiple transfascial sutures. Postoperative day number 7-8 he developed acute emesis. Stomach was decompressed of 1.7 liters, consistent with small bowel obstruction . CT scan was obtained and demonstrated mesh had several folds, which appeared to be impinging on underlying small bowel and causing tra...